Event description:
The facility contacted baxter (B)(4) technical services to report a clearlink continu-flo solution set that there have been an unspecified number of times 'over the past month[, that] after spiking [the] IV bag the tubing won't prime beyond the drip chamber.... The customer reports that they need to squeeze [the] IV bag to get flow going.' This malfunction occurred during priming of the set. There was no patient involvement, no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation, therefore the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4).